Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). The clamp was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could be reproduced. It was found that fluid ingress lead to the reported malfunction. This is a known issue and livanova (B)(4) implemented a corrective action to solve the reported malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp displayed an error message during procedure. There was no report of patient injury.